Event description:
It was reported that error 41541 was observed indicating a latch lock issue. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: one pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was degraded. Service history review identified there was no indication the complaint was related to previous service of the device. The event history log was reviewed. Functional testing was not able to duplicate the customer reported issue. The investigation determined the cause of the issue was due to contamination found at the latch lock area. The latch lock and flex sensor were replaced to address this issue. The dso seal was also replaced.